Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user did not lower the laser power nor let off the foot pedal. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case. Additional information: h3, h6, h10.